Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to increase the amplitude of the stimulation. The sjm representative met with the patient for reprogramming, but follow up indicated the patient may have had a fractured lead because all impedances were invalid on the lead. The physician opted to replace the lead. Follow up identified the patient received effective stimulation postoperative.